Event description:
On the event date, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was prompting an "er2" message. Per the onetouch ultramini owner's booklet, this error could be caused by a used test strip or a problem with the meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged error message began to appear on the same day, at 1:30pm. The cca noted that the patient manages her diabetes with insulin; however, the patient denied taking any action regarding her diabetes management as a result of the issue. Approximately 10 minutes after the alleged issue started, the patient began to feel shaky and sweaty. At the time of troubleshooting with lfs, the patient was able to test successfully with the subject meter, obtained a reading of "53 mg/dl" and then treated self with food and/or drink. The patient reported feeling better after she ate food. At the time of troubleshooting, the cca noted that the patient was using the incorrect testing technique. The issue was resolved with training. Replacement product was sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.